Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a blistery rash. The patient's physician advised the patient to use benadryl. Follow-up indicated that using the benadryl had helped the patient's rash.